Event description:
It was reported that the customer experienced a discrepancy between sensor glucose (110 mg/dl) and blood glucose (290 mg/dl) readings. The customer did not report any adverse events. The event involved product(s) mmt-5100jc1. A discrepancy between sg and bg readings, which was not within range, was reported. It was explained that the sensor may no longer have been responding to glucose changes. No harm requiring medical intervention was reported. No return is expected for mmt-5100jc1.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Received 1 partial opened/used simplera sensor, one simplera serter not returned, and performed a visual inspection of the sensor flex any physical damage and found the flex to be bent (twisted). Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the hardware download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: persistant blanking termination. First term reason descriptor: sensor was terminated due to persistent blanking logic in sensor glucose algorithm. Multiple samples of sensor glucose were prevented from being displayed to the user within a time period, indicating performance outside specifications. It is likely that the sensor contributed to the event. In conclusion: the customer complaint of sg v bg event is confirmed. Likely that the sensor contributed to the anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.